Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; it was noted there was blood in/on the helix mechanism. The full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, the lead was not working. It was not implanted and was replaced. No patient complications were reported as a result of this event.